Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. It was indicated by the customer that the device was still powered on after having completed a 30j test prior to using the device on a patient, therefore, the device did not initiate the escalation protocol. Review of the device log was consistent with the clarification from the customer. The investigation concluded that the device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.